Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient in the netherlands who was receiving intrathecal baclofen 2000 mcg/ml (dose 500 mcg/day) via an implanted pump. The patient came to the clinic on (B)(6) 2016 complaining of ¿warped¿ vision. He had been seen by the ophthalmology team who found him to have 6/5 visual acuity and normal ocular examination. The patient had asked that we decrease his dosage (which they did on the date of this report by 5%) and changed his concentration back to 500 micrograms/ml. Relevant medical history, if there was harm or injury to the patient, the potential cause or factor leading up to the event, and patient status were not reported. Additional information was received from a healthcare provider via a company representative providing device information. The event date was (B)(6) 2016. There was no harm or injury to the patient. The patient was alive and well. Medical history was spasticity secondary to thoracic 8 (t8) fracture.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-31, additional information was received from a foreign manufacturer representative (rep). It was reported that warped vision was clarified as blurry vision. It was unclear if the baclofen or a malfunction was related to the event. The dose was lowered and it seemed to be helping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.